Event description:
Additional information received from the patient reported the replacement of the charger resolved their pain "to a certain point." It was further reported the replacement charger did resolve the patient's pain.

Manufacturer narrative:
Concomitant medical products : product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the desktop charger (s/n (B)(4)) found the connector was broken.

Event description:
The patient reported the recharger screen was blank. The recharger was plugged into the ac power source but the recharger wasn't charging, and the connector pin was broken. The light was on the desktop charger. Since the recharger wasn't charging due to the broke connector pin the patient wasn't able to charge their implant. The last time the patient was able to charge the ins was (B)(6), and as of (B)(6) it was completely depleted. The patient programmer (pp) wasn't able to connect. As a result the implantable neurostimulator (ins) was completely depleted and the patient's back was in full pain mode which had returned gradually because they were unable to charge the ins or use it to relieve their pain. Relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.